Event description:
The account reported a cbc from the cd4000 with the following results: wbc=1.09, rbc=6.19, hgb=20.3 g/dl, hct=61.8%, platelet=81,000. The sample was repeated with the following results: wbc=3.95, rbc=2.96, hgb=9.91 g/dl, hct=29.1%, platelet=98,000. The account stated that pt management was not impacted by the initial results reported.